Event description:
Device 2 of 2. Reference MFR report# 1627487-2011-06161.

Manufacturer narrative:
Eval: results: the low battery warning was confirmed during analysis. The device passed all mechanical and electrical analysis which included impedance testing and stimulation output testing. The ipg low battery warning was cleared during analysis and did not return while testing the device with 500 ohms attached to all electrodes. Analysis of the device concluded the low battery warning observed was due to battery passivation. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.